Manufacturer narrative:
The patient¿s weight was not provided. (B)(4). Approximate age of device ¿ 1 year. The pump remains in use supporting the patient. A direct correlation between the pump and the reported event could not be conclusively established through this evaluation. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital on (B)(6) 2017 for low hemoglobin, and was transfused with 5 units of packed red blood cells. A gastroscopy and a video capsule study of the small bowel were performed, and arteriovenous malformations (avm) were observed. Cautery was applied to the avms. No additional information was provided.